Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Call disconnected. Most likely underlying root cause: mlc-18- user has high glucose value note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint via e-mail for hi blood glucose test results. Customer was called on (B)(6) 2017 and spoke with customer's wife who stated customer was sleeping at the time. The customer's expected blood glucose test result range was undisclosed. At the time of the call, wife stated customer had symptoms of increased thirst, increased urination and fatigue. Wife stated that customer would go in and out of sleep a lot. Wife was asked to wake customer; customer sounded very lethargic and stated that he was insulin dependent and that he had not taken his insulin that morning. Last insulin administration was done when the e-mail was sent (e-mail was sent at 12:49 am that morning). Customer stated he would seek medical attention by going to (B)(6) hospital. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 434 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date at time of call is two months. At call back thirty minutes later on (B)(6) 2017, the customer stated his condition had improved and he did not currently have any diabetic symptoms. Customer was watching television and did not seek any medical attention. Blood test performed at the time of the call back produced a result of 400 mg/dl; by this time the customer had taken his insulin. Wife stated that her husband had drank some sweetened ice tea before taking his glucose the night before and that was probably why his reading was hi. Wife was asked to go through he meter's memory and the first result she read was 587 mg/dl at 9:32 am on (B)(6) 2017; next result reported was 434 mg/dl at 8:55 am. When questioned about the 587 mg/dl, wife stated that she was wrong and changed it 400 mg/dl. Wife then stated that customer wanted to go for a walk and that the meter turned off and would not turn back on. Hi result could not be confirmed because caller would not stay on the line and terminated the call. No replacement product sent at time.